Event description:
It was reported that the syringe did not create a suction and that needle detachment occurred.

Manufacturer narrative:
It was reported that the barrel of the syringe did not appear to be "airtight" and that the device did not "create a suction when the plunger" was pulled back. Additionally, it was reported that needle detachment occurred resulting in a needle remaining in a patient's arm. No serious injury adverse impact to user or a patient was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. No photo or sample were provided for evaluation and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.